Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported no longer receiving pain coverage. It was identified that the implanted leads had migrated. The scs system was replaced during a revision procedure. The impedances post procedure were within acceptable range.